Event description:
It was reported that stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was selected for use. A synergy xd drug eluting stent was implanted at 16 atmospheres (atm) for 15 seconds. The stent was then post dilated twice at 11 atm for 20 seconds and once at 16 atm for 20 seconds. The opticross became stuck in the stent. Afterward it was pushed slightly but did not move. The shaft was cut and an attempt was made to insert a 0.025 non-boston scientific (non-bsc) wire, but the attempt failed. An 18-gauge needle was then used to expand the crushed catheter shaft and the non-bsc wire was reinserted. A 5.5 fr non-bsc guide extension catheter was delivered over the opticross but the guide extension catheter stuck around the ivus cutting surface. The size of the guide extension catheter was increased and advanced to where the catheter was stuck. The area around the opticross was changed and the opticross was successfully released. No part of the opticross detached or remained in the patient. There were no patient complications and the patient condition was stable. Another opticross was not available so the procedure did not continue.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the device was cut and split into three parts. Microscopic inspection revealed the guidewire exit port was deformed/lifted and that there was pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Pictures were received from the client, which revealed the device to be cut and the guidewire exit port deformed/lifted.

Event description:
It was reported that stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was selected for use. A 3.00 x 38mm synergy xd drug eluting stent was implanted at 16 atmospheres (atm) for 15 seconds. The stent was then post dilated twice at 11 atm for 20 seconds and once at 16 atm for 20 seconds. The opticross became stuck in the stent. Afterward it was pushed slightly but did not move. The shaft was then cut and an attempt was made to insert a 0.025 non-boston scientific (non-bsc) wire, but the attempt failed. An 18-gauge needle was then used to expand the crushed catheter shaft and the non-bsc wire was reinserted. A 5.5 fr non-bsc guide extension catheter was delivered over the opticross but the guide extension catheter stuck around the ivus cutting surface. The size of the guide extension catheter was increased and advanced to where the catheter was stuck. The area around the opticross was changed and the opticross was successfully released. No part of the opticross detached or remained in the patient. There were no patient complications and the patient condition was stable. Another opticross was not available so the procedure did not continue.